Manufacturer narrative:
Product analysis: analysis was able to confirm the reported distorted display. The micro processor unit (mpu) was replaced. The hard drive was reconfigured, and the software was reloaded and updated. Analysis also noted that the power cord bay hinge was separating. The power cord bay was replaced. The device passed final functional and system tests. No other anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer display image was distorted sometimes and the user was unable to control the programmer. The pro grammar was returned for service. No patient complications have been reported as a result of this event.